Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was golfing and felt symptomatic after receiving two reported shocks. Following therapy delivery, the patient reported hearing beeping tones from the device. The patient went to the ER for the observed beeping tones. While in the emergency room (ER), the device was interrogated and displayed a charge time of 45 seconds causing the device to trigger the end of life (eol) indicator. In addition, shock lead impedance testing (slit) was performed and revealed out of range shock impedance measurements less than 20 ohms on the non-boston scientific right ventricular (rv) lead. A shorted lead condition was suspected and it was recommended at the time to replace both the lead and device. The device was explanted and will be returned for analysis. The non- boston scientific lead had been capped and remains implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, visual inspection of the ICD identified no anomalies. Review of device memory revealed the device recorded a shorted lead fault. Immediately thereafter, the device recorded several faults indicating the device detected lead leakage and unexpected charge time behavior. The device declared battery statues of end of life (eol). An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. Laboratory testing confirmed that pacing therapy remained available, but shock therapy was unavailable due to the above-mentioned circuit damage. Laboratory analysis concluded the device reached eol due to external shorting to the device case which caused damage to the internal fuse. We believe the open/damaged fuse prevented the high voltage capacitors from charging within the expected time limit, causing the device to declare eol. Additionally, it is important to note that it appears this ICD did not exhibit the shorted lead fault when interrogated in the field that was identified during laboratory analysis. Analysis determined that the shorted lead fault was not displayed due to a software setting in the programmer which did not allow the fault to be displayed once the device had declared eol.